Manufacturer narrative:
The device was returned and the reported malfunction was observed and the hv module was replaced to resolve the malfunction. Analysis of the hv module revealed a damaged connector, which prevented proper seating of an interconnect cable. The connector was repaired and the module performed according to specification. Although it cannot be firmly established, the reported problem was possibly due to a misaligned interconnect cable. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled". Complainant indicated that there was no paitent involvement in the reported malfunction.